Event description:
Same case as MDR ID 2134265-2012-08433, 2134265-2012-08435. It was reported that during diagnosis procedure, the automatic pull back did not work. During set up of a procedure, the motordrive of ilab did not auto pullback. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).